Manufacturer narrative:
A: patient information is not available. D6a and d7a: implant and explant dates are not available. E: information is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the device exhibited a battery failure alarm. Console has been plugged up, battery switch checked. Taken out of service to biomed to await arrival of service loaner from field services.